Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous antebrachium vein. The f/g sterling otw 4.0 x 20/40 (4f) balloon, on the second inflation was inflated to an unknown pressure and ruptured. The procedure was completed with another of the same device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)